Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 15jul2024 in the b.5. Field. No further follow-up is planned. Evaluation summary a male patient reported that in his humapen (unknown device type) had a malfunction on an unknown date. He experienced abnormal blood glucose and was hospitalized on an unknown date and again on (B)(6) 2024. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint:(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerns a male patient of an unknown age and origin. Medical history, allergic history, family medical history, previous drug adverse reaction and family drug reactions were not reported. Concomitant medications were not reported. The patient received insulin lispro (rdna origin) injections (humalog 100 units/ml) cartridge via reusable pens, subcutaneously, beginning on an unknown date. Dose, dosing frequency, and indication of use were not provided. The patient received reusable device humapen luxura, burgundy, beginning in 2014. He also received humapen, unknown device beginning on an unspecified date. On an unknown date, after starting insulin lispro therapy, he was hospitalized to regulate blood glucose (values, units and reference range not provided) (pc (B)(4), lot unknown). In (B)(6) 2023, he was using the same humapen luxura, burgundy from many years (improper use) and the injection button was sometimes unable to press down (pc (B)(4), lot 0909b03). On (B)(6) 2024, he was again hospitalized to regulate blood glucose (values, units and reference range not provided) and after this time of hospitalization he was switched to humalog prefilled pens, according to doctors advice. Further information regarding hospitalization, corrective treatment, outcome of the events, discharge dates and status of insulin lispro therapy was not provided. The operator of the devices was the patient, and his training status was unknown. The humapen luxura burgundy general model duration of use was not provided however it was started in 2014. Humapen, unknown device general model duration of use was not provided. Suspect humapen luxura burgundy and humapen, unknown device duration of use was not reported. The status of suspect humapen luxura burgundy and humapen, unknown device was unknown, and their return was not expected. The initial reporting consumer did not know if the events reported were related to insulin lispro drug or with suspect humapen luxura burgundy and humapen, unknown device. Edit 05-jul-2024: upon review, removed the medical history of allergy. No further changes were made to the case. Update 15jul2024: additional information received on 10jul2024 and 11jul2024 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device fields for the suspect humapen luxura, burgundy device associated with product complaint (B)(4). Updated date of manufacture of humapen luxura, burgundy. Updated the medwatch fields/ european and canadian (EU/ca) device fields for the suspect humapen, unknown device associated with product complaint (B)(4). Recoded the drug insulin lispro from unknown formulation to cartridge. Corresponding fields and narrative updated accordingly. Edit 23-jul-2024: upon review of the initial information, updated, corresponding euca fields and added start date of humapen luxura burgundy in device para. No further changes were made to the case.